Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed rf pic failed self test. The customer¿s blood glucose level was unknown. The customer also reported that the alarm did not occurred during prime sequence and insulin pump failed the self test. The customer was advised to use back up plan. The insulin pump will not be returned for analysis.